Manufacturer narrative:
The device was requested for evaluation but was not yet returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported that during a rotator cuff revision surgery, the ar-13995n multifire scorpion needle would not fire. When the surgeon pulled the multifire fastpass scorpion out, it was discovered that the tip of the scorpion needle had broken off. A second multifire scorpion needle was opened, and the same issue occurred. A third and final multifire scorpion needle was opened. The rep stated that the surgeon felt that the clamp on the ar-13997mf multifire fastpass scorpion was not closing as it should have, or firing consistently with every attempt. The case was completed using the same ar-13997mf, and third scorpion needle. The rep confirmed that there were not any attempts to retrieve the broken needle tips during the procedure. The rep confirmed that there were not any arthrex parts explanted during the revision surgery. Additional information received 6/22/2018: the 2 broken ar-13995n come from the same lot (lot: 10196767). The rep stated that the reason for the revision surgery was due to the patient being unhappy with their previous surgery that was done by a different surgeon. Both scorpion needles were dry fired once before use. The rep confirmed that both broken scorpion tips remain in the patient. The surgeon did not attempt to remove the unretrieved fragments, and there were not any x-rays taken to locate the pieces.

Manufacturer narrative:
The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.